Event description:
It was reported the device exhibited an alarm with an error code on the pump. Customer no longer able to do anything, any maneuver. Code 611 didn't work. Customer had to remove the batteries to successfully shut it down. Customer put the batteries back and all the programming had disappeared whereas it usually remains in memory and had to manually start a new programming. Faulted while in use with product. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. D10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in good condition. No visible physical damage. There was an error code 46876 in the history log however functional testing could not duplicate the reported error after running the pump for about ten (10) minutes. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Preventative action was taken which included replacing the main board and "dso" sensor due to an air bubble on "dso" seal. Device passed all functional and delivery tests.